Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 42 mg/dl. Reportedly, customer did not enter in bg level when delivering a bolus; therefore bg level was not factored into the amount of bolus delivery. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.